Manufacturer narrative:
(B)(4). Concomitant medical products - cemented constrained liner packaged with constraining ring # item 00711505432 lot 62347438, bone screw # item 00662406535 unk lot trabecular metalâ¿¢ acetabular revision shell # item 00700005420 lot 63290479, allen plug hdpe/baso4 14c/28fl # item 00801102028 lot 63739047, allen plug hdpe/baso4,16c/32fl # item 00801102032 lot 63654486, allen plug, 24 mm flange # item 008011020024 lot 63862006 cable cerclage cable with crimp 1.8 mm dia. 635 mm length # item 00223200418 lot 62944649, cable cerclage cable with crimp 1.8 mm dia. 635 mm length # item 00223200418 lot 63769056, proximal femoral component 38 mm offset # item 00585003238 lot 63006579, fluted stem extension straight precoat for cemented use only 12 mm diameter 130 mm length # item 00585205012 lot 63625117, stem collar 25 mm o.d. For use with 16 mm or smaller diameter segmental stems # item 00585204025 lot 63519110, bone screw self-tapping 15 mm length 6.5 mm dia. # item 00662406515 lot 63245685, bone screw self-tapping 15 mm length 6.5 mm dia. # item 00662406515 lot 63663356, bone screw self-tapping 20 mm length 6.5 mm dia. # item 00662406520 lot 63401090. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04607. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a washout and change of constrained ring and femoral head due to infection seven months post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI- (B)(4). Reported event was confirmed by review of revision op notes. Operative notes of revision surgery confirmed the reported event, the femoral head and constrained liner were removed, and the hip was debrided. Some inflamed tissue was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.